Event description:
It was reported to boston scientific corporation on (B)(6), 2009 that a combo cath wire-guided cytology brush device was used during a biopsy procedure performed on (B)(6), 2009. According to the complainant, during the procedure, after the handle was repeatedly pushed and pulled for biopsy, the brush was unable to enter back into the outer sheath. When the device was removed from the scope, it was observed that the wire was bent near the brush. The procedure was completed with another combo cath wire-guided cytology brush device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The lot number of the suspected device was not provided by the customer; the device manufacture and expiration dates are unknown. According to the complainant, the suspect device has been disposed and is not available for return. A device evaluation has not been performed; the cause of the reported malfunction is undetermined. (B)(4).